Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her physician told her that there were some potential shorts in the device, and that the battery was depleted. It was noted that the neurostimulator would probably need to be replaced. Further information is being requested from the healthcare professional.